Event description:
It was reported that, all of a sudden, one of the patient's programs quit working. The program stopped working 2 days ago. The patient had turned stim all the way up to 8.5v and could barely feel it. First, the patient stopped feeling stim and now her symptoms had returned. The program that stopped working was program 1 which is the program that had helped her the most. The patient had not had any falls or trauma. Until the patient can have the device checked, she was going to use program 2 which was the 2nd best/most effective program. The patient also noted a problem with the patient programmer. The patient was not able to adjust stimulation. The device was powered off. The patient stated she must have turned off accidently. The patient was able to turn on and now its working fine. This action resolved the reported issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va05fum, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).